Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis. Additional information is being gathered. The provided image was reviewed by an intuitive surgical, inc. (Isi) failure analysis engineer (fae). The following additional information was provided: nothing appears to be broken or missing from this angle. The root cause of the failure mode cannot be confirmed prior to the return and analysis of the instrument. No further escalations are required for the image review.

Event description:
It was reported that during a da vinci-assisted surgical procedure, user observed that the shim slipped. The instrument was removed and replaced with a backup. Following this, the user continued and completed the procedure with no further issues. No fragment fell into the patient. No known impact or patient consequence was reported. The reporter confirmed that "shim" was referred to the teflon pad. There was no damage on both the blade and the teflon pad. The user confirmed that a fragment fell into the patient and it was retrieved during the same procedure.

Manufacturer narrative:
The harmonic ace instrument has been evaluated by the failure analysis (fa) team. Fa was able to confirm and reproduce the reported complaint. The instrument was found to have teflon pad raised from the clamp arm. There was no material found missing.

Event description:
Refer to h10/h11 for follow-up information.